Event description:
False negative result (s). I used the flowflex covid-19 antigen home test and despite having significant covid symptoms in the context of my husband also being covid positive, the test was negative (two separate test kits). Similarly, when my husband first had symptoms, he tested negative with the same brand of test kits. This is highly problematic because the whole point of testing is to be able to know if one's symptomsare covid in order to made decisions about whether to go out in public. I find the quality of this brand to be very poor and rather than helping control covid, the false negative results promote spreading of covid. Today I am covid positive, but faintly. It seems that the sensitivity of this test is poor. Please note that I am a physician and knowledgeable about how to perform these tests. MDR#: mw5114725.